Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Investigation of the returned sample confirmed crack on port stem and break on non coring needle. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1608062 implantable port allegedly experienced crack on port stem, and break on non-coring needle. This information was received from one source. The one reported malfunction involved one patient with no consequences. The age, sex, and weight of the patient was not provided.